Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same infusion set for over 3 days using trusteel. Tandem customer technical support informed customer that trusteel is indicated for use with tandem supplies for 2 days. Reportedly, the customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 315 mg/dl.